Event description:
Customer reported a malfunction alarm with code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Technical support assisted the customer by providing information to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood.